Manufacturer narrative:
Complaint evaluation: the manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that this was a malfunction of the ECG connector which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device's measurement panel ECG connector worn. There was reportedly no patient involvement.